Event description:
It was reported that insulation abrasion was found near the pocket area. Noise was also observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A 13.5 cm of the proximal lead portion was returned. Analysis confirmed insulation abrasion and oversensing. External abrasion due to friction to ICD can was noted between 11.7-12.1 cm from the connector pin. The coating of the re cables was breached.